Manufacturer narrative:
Additional information: h6 and h10. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing, tightness around the stomach and ¿stomach was too full¿ during dwell 2 of 4. The patient was connected to the homechoice pro device at the time of the events. Renal therapy services (rts) assisted the patient to initiate a manual drain. The drain volume was 2555ml. The patient reported they felt better after the manual drain and requested to end therapy. Rts assisted the patient with ending the therapy. Rts advised the patient to contact the registered nurse to notify that therapy was not completed. There was no report of medical intervention associated with this event. The device was operational, and a swap was not necessary. No additional information is available..